Manufacturer narrative:
UDI: (B)(4). Upon completion of the investigation it was noted that the evaluation of the isocool tips (2) revealed that one of the tips has a broken engagement plug. This damage is associated with improper and/or aggressive handling resulting in tip breakage. It is likely that excessive force was applied to the returned tip when assembling into the isocool handle and caused the engagement plug to break, this however could not be determined. It is recommended that these tips be handled appropriately to prevent damage and insure proper function. There were no other anomalies noted on the returned tips. We will continue to monitor for this or similar complaints for this product code. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
It was reported that the surgeon found the breakage of isocool (8135050s) when the surgeon attempted to use during the surgery on (B)(6) 2017. There was no surgical delay and there was no adverse consequence to the patient. No further information was provided by hospital.